Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (the pulling of the pigtail catheter during inflation of the initial valve), in addition to patient factors (calcified ncc, with a narrow stj), likely contributed to the malposition of the initial valve and subsequent pvl. A second valve was deployed to stabilize the initial valve and reduce the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in japan, during a transapical tavr procedure, a 26mm sapien xt valve was implanted in a canted position. A second sapien xt valve was implanted. Upon implantation of the sapien xt valve, pulling of the pigtail catheter was delayed and it was withdrawn when the valve was approximately 80% inflated. The valve was positioned almost 50:50 aortic/ventricular (a/v) during inflation; however, the native cusps shifted with the pigtail catheter movement and the valve was implanted at an 20:80 a/v position on the non coronary cusp (ncc) side and a 50:50 a/v position on the lcc side. Tee confirmed that the lower edge of the implanted valve was positioned at the middle level of the anterior cusp of the mitral valve and the native cusps were moving at the upper edge of the sapien xt valve. Moderate paravalvular leak (pvl) was observed. Migration of the sapien xt valve into the left ventricle was a concern; therefore, a second sapien xt valve was deployed. The second sapien xt valve covered the initial valve and the native aortic valve. The second valve was deployed without incident. Mild-moderate pvl was observed. It was determined that calcification contributed to the pvl. No actions were taken due to the risk of a rupture and the procedure was completed. Information concerning the native annulus diameter and the degree of annular calcification, native leaflet calcification and aortic root calcification was not provided. "Remarkable" calcification was noted on the ncc.